Event description:
A pt reported experiencing inaccurate low results with an ot profile meter. There were two meter readings and a lab reading. The first meter reading, the pt's blood glucose results were 44 mg/dl (meter), 201 mg/dl (lab). Tests were done <10 minutes apart with a difference of 75%. The second meter reading, the pt's blood glucose result were 41 mg/dl (meter), 201 mg/dl (lab). Tests were done < 10 minutes apart with a difference of 77%. Pt did not experience any adverse events. No further info has been reported.